Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty loading the cartridge onto the pump and it would not "snap" into place. The customer's blood glucose level was 348 mg/dl. Customer successfully loaded a new cartridge to resolve the issue.